Event description:
The customer reported that her bg levels were "normal" at breakfast time, but had risen significantly by early afternoon. She had experienced escalating bg readings of 297 mg/dl to 496 mg/dl despite having administered a correction bolus. She removed the pod and noticed that the "cannula was bent," though, no alarm was initiated by the pod. The pod was discarded and will therefore, not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.